Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and during the post-op examination, it was noticed that the lens haptic was tilted. The patient went back into surgery and the lens was removed by enlarging the incision and another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that one lens haptic is bent. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaints were found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.